Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urgency incontinence and urgency frequency. It was reported they patient had been feeling discomfort. The patient stated that her stimulation sensation was a pressure that was localized in her rectum and vaginal area. The patient noted it felt like ¿ramming up my butt¿. The patient also described the pressure as a feeling of constipation but noted she had been constipated. The patient stated the pressure and pain had led her to have difficulty getting out of bed, walking and doing her day to day activities. The patient noted she was sore since the procedure. The patient stated she had skin irritation under the tape and ¿it itches like hell¿. The patient reported she had some difficulty in using her device she had difficulty getting to the my therapy application. The patient originally had her stimulation increased from 1.5 to 2.5 and felt discomfort. The patient had since decreased her stimulation and periodically increased depending on her comfort. The patient noted they were taking the antibiotic and pain medicine as needed. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.